Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy, while closing the gastric triangles, after firing the device, the staple line was incomplete centrally. They performed a laparoscopic open suture reinforcement and the surgery was extended for one hour to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video and one photograph of the device. Video inspection noted suturing being p erformed on the staple line. A gap in the staple line was noted. Physical inspection and functional testing could not be completed as the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.